Event description:
A malfunction alarm with code malf 12 was reported, and the customer contacted technical support for assistance. There was no reported impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to call back if any issues reappeared. The customer understood and continued using the pump.